Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's parent reported via phone call that the customer insulin pump had a keypad anomaly and a partial display. The customer¿s blood glucose was 600 mg/dl at the time of incident. Customer¿s parent stated that the insulin pump buttons were unresponsive. No significant events leading to keypad anomaly were observed. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer's parent stated that the insulin pump had a partial display anomaly and that the display did not return to normal even after the battery has been changed. Customer's parent also reported that the customer had experienced a high blood glucose of 600 mg/dl and treated with insulin pump. Customer's parent declined high blood glucose troubleshooting. The customer¿s parent was advised to have customer discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. No blank display, missing segment/partial display noted. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked lcd keypad connector noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.